Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to a repaired dreamstation auto CPAP device. The patient alleged chronic bronchitis. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report, section box b: adverse event or product problem (adverse event/ product problem), box h: device manufacturers (type of reported complaint, (device) problem code grid, health impact grid) have been updated/corrected.